Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump has recurring no delivery alarms. Blood glucose value was 250 mg/dl. It was stated that troubleshooting has been previously done and customer changed the set and the no delivery alarms were not resolved. Insulin is not expired or denatured and customer does rotate sites and avoids scar tissue. Customer has had bent cannulas in the past but current cannula was not bent. They have tried all remedies. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed basic occlusion, prime/a33, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. However; the insulin pump was received with minor scratches on the lcd window and cracked battery tube threads.